Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 506 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined a system check with pump and supplies and continued to use the pump for insulin therapy.